Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and confirmed the reported failure. To fix he issue, the fse replaced the drive manifold. The unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) failed the leak test. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,e1(site country),g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions), h10.